Event description:
It was reported that this right atrial (ra) lead was not capturing and was sensing the ventricular activity during a routine device check. Under fluoroscopy, it was confirmed that this ra lead had dropped into the ventricle. This ra lead was explanted and replaced of the same model. No additional adverse patient effects were reported.